Event description:
The treating doctor reported that the patient had tooth extraction (tooth number unspecified). No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of available records indicates that the tooth extraction occurred on tooth #14, which had a pre-existing poor clinical condition. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth extraction, and therefore this event is being filed as an MDR per 21 cfr 803. The date of event (b3) is based on the timelines reported to align and compared to the patient information. There is no conclusive evidence to confirm the date of the reported tooth extraction.